Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported from the critical care unit that there was an over-infusion of ketamine. The order was prepared by the pharmacy and was ordered as 0.75mg/kg/hour initial dose, with titration dose of 0.25mg/kg/hr every one hour for rass greater than -2 to a maximum dose of 3mg/kg/hr. The concentration was 2000mg/500ml and the IV pump was used with guardrails however based on a 500mg/500ml concentration, which was missed by the clinician. The patient received 252mg of ketamine over a period of 59 minutes (between 0636-0735 on (B)(6) 2021) before the over-infusion was noticed when the clinician went to titrate. The infusion was then stopped and then programmed correctly and continued until (B)(6) 2021. No other interventions were given. Per the customer the dataset was not updated to match the standard concentration being prepared out of pharmacy because it requires manually updating each pump. The facility did not have the ability to update via wi-fi due to not having the necessary software. It is noted that there were many comorbidities including intubation, chf, pneumonia with pleural effusions, non healing wounds and an above the knee amputation (aka). The patient remained hospitalized and was discharged on (B)(6) 2021 while alert and oriented then "unexpectedly passed away two days later at home."

Manufacturer narrative:
Correction: event attributed to death? Describe event or problem. Additional information: concomitant med prod data. Manufacturer narrative: the root cause for the reported issue of an over-infusion of ketamine was not determined because no product or device logs were returned. The reported issue that there was an over-infusion of ketamine could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported from the critical care unit that there was an over-infusion of ketamine. The order was prepared by the pharmacy and was ordered as 0.75mg/kg/hour initial dose, with titration dose of 0.25mg/kg/hr every one hour for rass greater than -2 to a maximum dose of 3mg/kg/hr. The concentration was 2000mg/500ml and the IV pump was used with guardrails however based on a 500mg/500ml concentration, which was missed by the clinician. The patient received 252mg of ketamine over a period of 59 minutes (between 0636-0735 on (B)(6) 2021) before the over-infusion was noticed when the clinician went to titrate. The infusion was then stopped and then programmed correctly and continued until on (B)(6) 2021. No other interventions were given. Per the customer the dataset was not updated to match the standard concentration being prepared out of pharmacy because it requires manually updating each pump. The facility did not have the ability to update via wi-fi due to not having the necessary software. It is noted that there were many comorbidities including intubation, chf, pneumonia with pleural effusions, non healing wounds and an above the knee amputation (aka). The patient remained hospitalized and was discharged on (B)(6) 2021 while alert and oriented then "unexpectedly passed away two days later at home." Death was not contributed to the bd device.

Event description:
It was reported from the critical care unit that there was an over-infusion of ketamine. The order was prepared by the pharmacy and was ordered as 0.75mg/kg/hour initial dose, with titration dose of 0.25mg/kg/hr every one hour for rass greater than -2 to a maximum dose of 3mg/kg/hr. The concentration was 2000mg/500ml and the IV pump was used with guardrails however based on a 500mg/500ml concentration, which was missed by the clinician. The patient received 252mg of ketamine over a period of 59 minutes (between 0636-0735 on (B)(6) 2021) before the over-infusion was noticed when the clinician went to titrate. The infusion was then stopped and then programmed correctly and continued until (B)(6) 2021. No other interventions were given. Per the customer the dataset was not updated to match the standard concentration being prepared out of pharmacy because it requires manually updating each pump. The facility did not have the ability to update via wi-fi due to not having the necessary software. It is noted that there were many comorbidities including intubation, chf, pneumonia with pleural effusions, non healing wounds and an above the knee amputation (aka). The patient remained hospitalized and was discharged on (B)(6) 2021 while alert and oriented then "unexpectedly passed away two days later at home." Death was not contributed to the bd device.

Manufacturer narrative:
(B)(4). Omit the statement: no patient harm was reported.